Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
While servicing the heartstart mrx defibrillator, a philips field service engineer noticed that the etco2 module failed during testing. There was no patient involvement.